Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that there was a suspected flipped pump. The hcp sent the rep a copy of the x-ray photo (oblique view). The ¿x-ray does not appear to be a flipped pump, but it was suggested they do a ap view to confirm pump anatomy.¿ the rep was to follow-up with the hcp. It was unknown if there were any symptoms. It was unknown when the issue occurred. There were no further complications reported/anticipated.